Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "when opening a loan set of attune at [hospital] yesterday, the scrub nurse noticed the patella clamp locking mechanism was stuck and would not lock." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "254501055, attune patella drill clamp" can not revealed the reported condition. The evidence provided was not sufficient to confirm the reported event of will not lock and unlock. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 (expiration date). The expiration date (12/1/2099) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "when opening a loan set of attune at [hospital] yesterday, the scrub nurse noticed the patella clamp locking mechanism was stuck and would not lock. The item was inspected by myself and was faulty and needs replacing before being sent out to another case. The instrument was tagged as faulty. Another patella tray was opened so there was no effect to any patient". The product was returned to depuy synthes for evaluation. Visual inspection revealed the device with its mechanical system engaged. Device had signs of heavy usage on its overall surface and no other cosmetic anomaly was identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. Upon attempting to do the functional test, device was found with its mechanical system engaged and unable to unlock as intended, as certain resistance was identified while unlocking it. After unlocking the device mechanism, the handles and lock button were tested and the same resistance was identified on them. Galling is suspected to have internally occurred, which could have caused the internal metal components to begin to seize. As a result, the device is difficult to both lock and unlock as intended. Potential cause can be traced to improper cleaning/maintenance of the device that in combination with repetitive usage, led the device to fail. As per IFU-0902-00-836 rev. J, the next precautions need to be followed: 1) "actuate any moveable mechanisms, such as hinged joints, box locks, or spring-loaded features, to free trapped blood and debris"; 2) "pay particular attention to thoroughly flush lumens, articulating areas, and flexible segments with warm, 30°c ¿ 40°c (85°f ¿ 104°f), tap water"; 3) "lubricate moving parts with water soluble lubricant per the manufactures instructions"; and 4) "lubricate after cleaning and prior to sterilization". However, taking in consideration the aspect and age of service of the device (around 4 years), the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune patella drill clamp would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that when opening a loan set of attune, the scrub nurse noticed the patella clamp locking mechanism was stuck and would not lock. The item was inspected by myself and was faulty and needs replacing before being sent out to another case. The instrument was tagged as faulty. Another patella tray was opened so there was no effect to any patient. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.